Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a septation gastric video procedure, the active element of the mandible broke when submitted to the test. Another like device was used to complete the procedure. There were no adverse consequences for the patient.